Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm with moisture) issue. There was reportedly moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2016 with the following findings: during investigation, there was moisture behind the display lens. The pump powered with the returned battery cap to a dim and discolored display. The pump case was found to be cracked in the upper right hand corner of the display area. A leak test showed a leak at the crack in the pump case. The pump case was removed and there was evidence of moisture contamination inside the pump.